Event description:
The doctor reported that the screw broke during surgery, so he changed to another product and finished the operation safely.

Manufacturer narrative:
(B)(4). The tip of the screw was broken off at the middle of the cutting flute. The crest of the lead thread, just above the fracture, had a circular and clockwise gouge. It is unk how or when this damage occurred, but it may be related to the use of a plate with holes that were too small for this screw type. This type of damage may also result from attempting to insert the screws directly into bone, without pre-drilling hole. The head of the screw had gouges and displaced material. Four impressions at the bottom of the driver slots were noted. The spacing of these impressions was found to be consistent with tip of the driver blade for timesh self-drilling screws. Note that the screw reported here is intended for use with a driver blade for timesh cruciate, self-tapping screws. The instructions for use the accompany the product note to "ensure that the appropriate instrumentation is available prior to surgery. Instrumentation includes insertion tools, drill bits, taps, screwdriver, and wrenches for the specific screw size(s) to be implanted during the procedure. Refer to the medtronic neurosurgery cranial fixation product catalog for more info on timesh products and for screw and instrument descriptions and specifications."